Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the short port btt black inflation valve dislodged (popped out). As a result, the balloon would not remain inflated. The harvester went thought total four btt short ports with the same results. The harvester put a stopclock on the fourth btt short port and used it to complete the procedure. The hospital did not report any patient complications. This report is for the third device.

Manufacturer narrative:
Investigation results: based on the reported complaint and the visual analysis, this is a case of the valve backing out of the luer fitting causing the balloon to deflate due to a defective valve subassembly. The reported failure "short port btt black inflation valve dislodged" was confirmed. (B) (4).